Event description:
According to the customer, "on (B)(6) 2024, a patient was diagnosed with explosive myocarditis and referred to our department for treatment. Upon arrival, as per the doctor's instructions, blood gas and inorganic element tests were immediately conducted on the abl90 flex (sn (B)(6)). The blood gas results showed a total hemoglobin level of 6.0g/dl, k+ level of 2.2mmol/l, na+ level of 141mmol/l, ca+ level of 0.73mmol/l, among others. Following medical advice, the patient received oral potassium chloride and 5% gs100+3ml potassium chloride intravenously and was transferred to the heart center for hospitalization at 16:50h. The blood gas results re-examined at the cardiac center were all normal, suggesting a possible issue with the blood gas machine in our department. Inorganic element results obtained at 18:49h from 49 children in the emergency department showed a k+ level of 2.61 mmol/l and a ca+ level of 1.11 mmol/l. Later at 20:30h, blood samples were collected from the children in the emergency department for blood routine testing, and the hemoglobin content was found to be 1360 g/l. The blood gas machine was immediately discontinued after the incident, and the manufacturer was contacted to inspect the instrument's quality".

Manufacturer narrative:
B5 corrected as hemeglobin content incorectely was stated as 1360g/l in the initial report. The correct value is 136 g/l.

Event description:
According to the customer, "on (B)(6) 2024, a patient was diagnosed with explosive myocarditis and referred to our department for treatment. Upon arrival, as per the doctor's instructions, blood gas and inorganic element tests were immediately conducted on the abl90 flex (sn (B)(6). The blood gas results showed a total hemoglobin level of 6.0g/dl, k+ level of 2.2mmol/l, na+ level of 141mmol/l, ca+ level of 0.73mmol/l, among others. Following medical advice, the patient received oral potassium chloride and 5% gs100+3ml potassium chloride intravenously and was transferred to the heart center for hospitalization at 16:50h. The blood gas results re-examined at the cardiac center were all normal, suggesting a possible issue with the blood gas machine in our department. Inorganic element results obtained at 18:49h from 49 children in the emergency department showed a k+ level of 2.61 mmol/l and a ca+ level of 1.11 mmol/l. Later at 20:30h, blood samples were collected from the children in the emergency department for blood routine testing, and the hemoglobin content was found to be 136 g/l. The blood gas machine was immediately discontinued after the incident, and the manufacturer was contacted to inspect the instrument's quality".